Event description:
It was reported that the pt had a critical zero volume alarm sounding and a motor stall. "Stopped pump period may exceed tube set" message was also noted on the pump logs. It was reported that the pt had not had any withdrawal symptoms since the MRI and motor stall that occurred in 2008. It was reported that the pt reported some slight itching recently (date was not specified). There was no volume discrepancy during the refill three months later, (pt had missed refill date of 2008) and had a remaining reservoir volume of 0.7 cc. The motor stall recovered at the time of the refill in the same month.